Event description:
It was reported that the patient underwent l4-l5 spinal fusion. Approximately one week post op, x-rays revealed the implant had backed out. A revision surgery took place to remove and replace the implant. Patient was reportedly doing well after the revision.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found thta would indicate a non-conformance to specifications. Unable to determine the cause of the event.